Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted and replaced. It is unknown if device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d4, d6a.

Manufacturer narrative:
Clarification d.6b (explant date): 2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted and replaced. It is unknown if device will be returned.